Event description:
The customer reported having a reservoir that leaked past both o-rings. The customer stated that he did not notice any damage to the reservoir and that he did not rewind the insulin pump with the reservoir inside. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.